Manufacturer narrative:
Correction. D4 - primary UDI number updated. No device or device photo was returned for investigation. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the that door latch had two screws in the center were removed and the net that's in the back went inside. It was also reported that the pipe water is leaking and over temperature. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.